Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise reversion episodes due to noise. The noise could be reproduced with provocative arm movements. The physician suspected the lead was fractured but a chest x-ray would not be performed. The patient was in stable condition. No additional information was reported.